Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. The event was further described as ¿the transfer set tip was dislodged¿. This occurred after treatment of peritoneal dialysis therapy; further described as "after routine flushing post insertion". The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.